Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Follow up information will be submitted as it becomes available.

Event description:
During a follow up on (B)(6) 2011 call for an unrelated alarm the patient reported that two years ago he had cramping and peritonitis. On (B)(6) 2011 baxter contacted the peritoneal dialysis rn who reported she only had information available on the patient for (B)(6) 2009 and (B)(6) 2009. There was no record available that patient had peritonitis at that time. She reports that the patients records prior to (B)(6) 2009 have been archived and she does not have access to any of that information. No further information was available.